Manufacturer narrative:
The customer-reported issue of the driver not passing the system checks was confirmed through the patient file review. The patient file data indicated that during these checks there was an issue with the secondary tank pressure tests. Investigational testing could not reproduce the reported issue. It cannot be conclusively confirmed, however, it is suspected that the inlet check valve could have hindered compressor performance resulting in the system check failures observed by the customer. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4810 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver did not pass the system check.